Event description:
Boston scientific crm received information that this (B) (6) patient with known brady-tachy syndrome, was admitted for pacemaker implant. During the implant procedure, specifically during introducer passage, an asystolic rhythm occurred and cardiopulmonary resuscitation (CPR) performed. At this point, medical intervention was successful and the patient moved into intensive care unit (ICU) due to hemodynamic instability. Approximately a half hour later, the patient arrested again and expired. No product specific allegations as a causative factor for death and information received, stated the device, will not be returned for laboratory testing.

Manufacturer narrative:
At this time, no further information has been received. If new details are forwarded, the event will be updated.